Manufacturer narrative:
The field service engineer was unable to confirm the reported problem, he noted the device is working fine. There were no parts replaced.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the display is blank. No patient involvement.